Event description:
It was reported the powerseal had poor performance. The issue was found during a therapeutic myomectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: by impedance when the object was grasped with the jaw. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powerseal had poor performance. The issue was found during a therapeutic myomectomy procedure. There were no reports of patient harm.